Manufacturer narrative:
Product analysis: the complaint was unconfirmed. No fault was found with the device. The device passed final functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) battery drawer was unable to eject. The epg was returned for service. There was no patient involvement.